Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately eight months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there were proximal and distal type I endoleaks noted approximately three weeks ago. The decision was made implant valiant thoracic stent grafts proximally and distally to address the proximal and distal endoleaks. As the handle of the valiant captivia was being rotated the graft cover was not retracting. The physician was able to rotate the external slider counter clockwise; however, the stent graft would not deploy. The external slider stopped rotating and completely locked in place. The handle was disassembled but still unable to deploy the stent graft. The delivery system was removed from the patient. The delivery system was returned and its evaluation has been completed.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (dilated thoracic aorta). Conclusion: device failure/lack of effectiveness related to patient condition (dilated thoracic aorta).